Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
While in the hospital for an non-diabetes related surgery, the customer experienced an elevated blood glucose (bg) level of 600 mg/dl, diabetic ketoacidosis, and ketones identified as life-threatening by a healthcare provider (specific amount was not provided); cause was not known. Customer was admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 4 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.